Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the neurostimulator stopped, clarifying the control the neurostimulator provided stopped as the initial good results deteriorated to 50% and the patient was not satisfied with the previous settings. The issue occurred on (B)(6) 2015. No diagnostics or troubleshooting was performed. The neuromodulator was reprogrammed and the device was re- activated. The issue was resolved on (B)(6) 2016. Medical history included incontinence since 2007 after promonto fixation and tension free vaginal tape-obturatum. The event was assessed as non-serious, linked to the stimulator, and the procedure.

Event description:
Additional information received from the hcp for a clinical study, via a manufacturing representative, clarified the symptoms included a return of incontinence and it event was not related to the procedure.